Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked at the filter. The event occurred during unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event was further reported as the device "maybe cracked with very small amount of leaking noted". The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.